Event description:
Adverse event(s): "overcorrection" (overcorrection): "induced astigmatism" (blurred vision); "decrease bcva" (vision, impaired). Product problem(s): "none reported" (no information). An ophthalmic technician reports, the patient has an overcorrection, induced astigmatism and a decrease in bcva following refractive surgery. This patient had a prior surgery for cataract extraction with an iol implant. The surgeon's target for this patient was plano. At two weeks post-op, the patient exhibited a 1 line decrease in bcva and the manifest refraction was +.50-2.25 x 155. Ucva was 20/25. The safety and effectiveness of this laser system has not been established for patients with previous corneal or intraocular surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).